Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant noted that a patient was escalated from an impella cp to an impella 5.5. The placement signal on the impella automated impella controller was roughly 40mmhg off from a-line on monitor. The procedure outcome was successful with this device. No harm was noted. The patient's outcome at explanted was survived. The product will be returning.